Event description:
It was reported that during a lap colon procedure, the teflon pad fell off during test. It did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt. No further info is available.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.